Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device was loose, fell apart-unattached, could not insert cutter, damaged labeling, illegible etch, bearing damaged, missing components and component damaged. It was further determined that the device failed pretest for labeling assessment, verification: visual assessment, verification: lock operation and verification: cutter insertion. It was noted that the ball bearing had fallen apart, internal parts of the ball bearing were missing, the inscription was almost illegible and both pins had migrated. It was noted in the service order that the device bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.